Manufacturer narrative:
The local service organization could rectify the problem by replacing the control board for o2 dosage. The device passed all tests afterwards and was returned to use. The replaced part was not made available and, no log file was provided. This, an in-depth evaluation is not possible. It can however be stated that a malfunction of this particular pcb would trigger a restart. A restart sequence is the specified device response to overcome deviations in the electronic system. The user is alerted by means of a corresponding alarm. During the restart sequence which typically lasts 12 seconds the device opens the pneumatic system to ambient to allow spontaneous breathing. After a successful restart the ventilation will be continued with the last valid settings. Depending on the nature of exact fault condition the restart may remain unsuccessful - this is possible to observe for the user. In the particular case it was reported that the device has been replaced and that no consequences to the patient have occurred.

Event description:
Please refer to initial MFR. Report #(B)(4).

Manufacturer narrative:
The investigation was just started. The results will be provided within a follow-up report.

Event description:
It was reported that during use on patient, the device suddenly shut down, and failed to go into the startup interface. No injury reported.